Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the gastric band was removed. The pt did well initially then started to complain of increasing dysphagia and inability to keep food in the last month. A gi was performed which showed very tight stricture. Pt underwent a swallow test and the port was checked under fluoroscopy. The port was intact with no issues. The band showed tight stricture. Upon removal of the band the surgeon noticed there were no issues with the band itself but, a thick ring of scar tissue had developed under the balloon that was causing a stricture. The video of the explant band and perioperative report were reviewed by ees medical consultant. See comments below: I had the opportunity to review the written operative note, and the video of the procedure in the explanted realize case. I have a couple of comments. First, the degree of overall inflammation and scarring is quite typical for gastric banding. The left lateral segment of the liver is often stuck down fast against the band or its scar capsule. The amount of dissection needed to identify the buckle system is often variable, but what I saw in this video is not atypical.